Manufacturer narrative:
The reported issue was unconfirmed. The root cause could not be determined as the reported issue could not be duplicated during evaluation. Performed general maintenance. Cleaning, inspection, functional check, passed calibration. Device without error. The reported event is unconfirmed, DHR review is not required the reported event is unconfirmed, labeling/packaging review is not required. Corrections: d, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device cooled the patient too long. Per email, it was probably user error, and the patient suffered no harm, or the treatment otherwise went smoothly. Per additional information received via task on 23sep2025, this might have been an issue with the device not switching over automatically from hypothermia to normothermia, causing the patient to overcool and not start rewarming. There was not currently any allegation that the device could not produce warm water. Per follow up information received via mail on 25sep2025, device would be repaired in the hospital by crs. No patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device cooled the patient too long. Per email, it was probably user error, and the patient suffered no harm, or the treatment otherwise went smoothly.